Event description:
It was reported that revision was needed to replace a fortify spacer that lost height post-operatively. This event occurred in switzerland.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that revision was needed to replace a fortify spacer that lost height post-operatively. This event occurred in switzerland.

Manufacturer narrative:
The device was not returned for evaluation. No determinations could be made as to the cause of the reported issue. The following sections have been updated: b4, c6, h3, h4, h10.